Manufacturer narrative:
Patient information was unavailable from the site. A software investigation analysis was initiated to determine the probable cause of the issue through product and/or version confirmation. Analysis found that the site was unable to register the patient because they were trying to use the nipt but did not have it loaded to the software. Analysis found that the software functioned as designed. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: software, 9733467, fusion ent app, 9733467. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the surgeon was unable to register the patient using tracer during his fess case. He tried numerous times but was unable to pass and eventually aborted use of navigation. It was noted that the site retrieves their exams using dicom qr. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.